Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alert triggered due to high superior vena cava (svc) coil impedance. A device check indicated the product was functioning normally and all measurements were in expected range. The rv lead remains in use. No patient complications have been reported as a result of this event.